Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Lot number was requested and not provided to gore. Additional info was requested.

Event description:
On (B)(6) 2010, a gore excluder aaa endoprosthesis featuring the c3 delivery system was implanted. On (B)(6) 2011, the pt was hospitalized due to a lymph cyst in the groin. It was reported that the lymph cyst was a complication of the down from the initial procedure. It was noted that everything is fine with the device. The pt is reported to be in good condition. Further info was requested.